Event description:
Additional information received reported from the manufacturer representative that the patient was scheduled for surgical consult with their physician on (B)(6).

Event description:
The manufacturer representative reported that the patient was going to get their battery replaced and had already had a consult.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was charging their device too often and the coupling was getting worse. The patient used to get 6 coupling bars after implant but now they were getting 2 to 4 coupling bars. These issues started 2 to 3 weeks prior to the report. A second recharger was used to try and charge the stimulator and the issues did not resolve. The implantable neurostimulator (ins) was too deep. A revision was going to occur but the date was not known at the time of the report. The patient's indication for use was spinal pain. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.